Manufacturer narrative:
Product evaluation has been completed. One opened bl5323wv pack from lot x3638 was returned. The expiration date on the label was 2024-jul-21. The assembly was dirty with fluid in the lines. The collection cassette was wedged into the tray incorrectly causing the vitrectomy cutter aspiration line connector to be bent. The extension handle was on the vitrectomy cutter. The vitrectomy cutter tip protector was not returned. The needle was bent. The port window was in the opened position. The back cap was correctly positioned on the body of the cutter. The connectors were inspected and the aspiration line connector barb was bent at the collection cassette. A functional test was performed using a stellaris system. The cutter did have good clean cuts throughout the various cut rates and displayed good aspiration, as it should. Though the cutter was damaged, the cutter did function as intended. Reported problem could not be duplicated. Unable to determine root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 1 of 3, see related medwatch report numbers: 0001920664-2024-00068, 0001920664-2024-00069.

Manufacturer narrative:
The product has been requested but not yet received. Manufacturing and sterilization records were reviewed and found to be acceptable. This investigation is ongoing.

Event description:
The user facility in china reported the vitrectomy cutter did not cut during the surgery; however, aspiration continued. There was no medical intervention required.